Event description:
It was reported "during the catheter implantation, it was discovered that the balloon was bent. The catheter was replaced". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The previously submitted report was retracted, as the device evaluation report type (section h2) was submitted incorrectly. Section h2 has been corrected from device evaluation to additional information., and for section h3 ("device evaluation by manufacturer"), as the he product was not returned for investigation, the 'yes' has been changed. The product was not returned for investigation. The customer submitted photos were reviewed. The photo shows the original packaging carton. In the photo, a slight bend was noted to the iabc central lumen near the iabc distal tip, which is consistent with the reported event. The photo shows the iabc bifurcate area with the serial number label, which matches with the serial number noted on the original label photo. The photo shows the original label with the serial number and lot number information; the lot number identified in the photo matches the lot number reported on the complaint report. Furthermore, a packaging retention sleeve was noted on the iabc bladder area in the attached photo, which indicates potential that the catheter was not prepped per the instructions for use (IFU) and could result in damage to the device. As a result, an in-service for the customer is requested to reiterate the appropriate method for iab prep/removal from its packaging. The instructions for use (IFU) states:" connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. Remove catheter from tray, keeping it in line with balloon membrane. Grasp catheter close to tray and pull it straight out of the holding sleeve. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon was bent" is confirmed based on the customer provided photo with the complaint report. In the photo, the iabc central lumen was noted bent near the iabc distal tip area. The product was not returned for investigation. Unrelated to the reported complaint, a packaging retention sleeve was noted on the iabc bladder during the review of the attached photo. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service for the customer is requested to reiterate the appropriate method for iab prep/removal from its packaging. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent central lumen. The root cause of the complaint is undetermined; a potential root cause is customer handling related. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "during the catheter implantation, it was discovered that the balloon was bent. The catheter was replaced". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer submitted photos were reviewed. The photo shows the original packaging carton. In the photo, a slight bend was noted to the iabc central lumen near the iabc distal tip, which is consistent with the reported event. The photo shows the iabc bifurcate area with the serial number label, which matches with the serial number noted on the original label photo. The photo shows the original label with the serial number and lot number information; the lot number identified in the photo matches the lot number reported on the complaint report. Furthermore, a packaging retention sleeve was noted on the iabc bladder area in the attached photo, which indicates a potential that the catheter was not prepped per the instructions for use (IFU) and could result in damage to the device. As a result, an in-service for the customer is requested to reiterate the appropriate method for iab prep/removal from its packaging. The instructions for use (IFU) states:" connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully insert-ed. Remove syringe. Remove catheter from tray, keeping it in line with balloon membrane. Grasp catheter close to tray and pull it straight out of the holding sleeve. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufac-turing specifications prior to release. The reported complaint that the "balloon was bent" is confirmed based on the customer provided photo with the complaint report. In the photo, the iabc central lumen was noted bent near the iabc distal tip area. The product was not returned for investigation. Unrelated to the reported complaint, a packaging retention sleeve was noted on the iabc bladder during the review of the attached photo. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service for the customer is requested to reiterate the appropriate method for iab prep/removal from its packaging. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent central lumen. The root cause of the complaint is undetermined; a potential root cause is customer handling related. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the se-rial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/sealed ziploc bag. Upon return, a packaging retention sleeve was noted on the iabc bladder. The peel away sheath was on the iabc. The one-way valve was connected and tethered to the short driveline tubing. The exposed section of the bladder was loosely wrapped. A kink to the iabc central lumen was noted at approximately 8.2cm from the iabc distal tip. Spots of dried blood were noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the re-turned sample. The customer submitted photos were reviewed. The photo shows the original packaging carton. In the photo, a slight bend was noted to the iabc central lumen near the iabc distal tip, which is consistent with the reported event. The photo shows the iabc bifurcate area with the serial number label, which matches with the serial number noted on the returned sample. The photo shows the original label with the serial number and lot number information; the lot number identified in the photo matches the lot number reported on the complaint report and for the returned sample/original packaging box. A packaging retention sleeve was noted on the iabc bladder area, which indicates a potential that the catheter was not prepped per the instructions for use (IFU) and could result in damage to the device. As a result, an in-service for the customer is requested to reiterate the appropriate method for iab prep/removal from its packaging. The instructions for use (IFU) states:"1. Connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. 2. Re-move catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lu-men was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The one-way valve was connected to the short driveline tubing, and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the packaging retention sleeve was able to be removed entirely from the iabc without any difficulty. Upon removal of the packaging retention sleeve, no visual damage or abnormalities were noted to the iabc bladder. The iabc was leak test-ed in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 8.1cm from the iabc dis-tal tip, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported compliant that the "balloon was bent" is confirmed. During the investigation, a kink was noted to the returned intra-aortic balloon catheter (iabc) central lumen, and resistance was noted at the location of the kink upon passing the guidewire through the iabc central lumen. Additionally, a packaging retention sleeve was noted on the iabc bladder. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service for the customer is requested to reiterate the appropriate method for iab prep/removal from its packaging. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the kinked central lumen. The probable root cause is customer handling related. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "during the catheter implantation, it was discovered that the balloon was bent. The catheter was replaced". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "during the catheter implantation, it was discovered that the balloon was bent. The catheter was replaced". No patient injury or consequence reported. The patient's current condition is reported as "fine".